Event description:
It was reported that during an axillo femoral surgery, after unclamping, leaking occurred. The graft stopped leaking after 30 seconds, the blood loss was approximately 100 ml. The graft remained implanted. The patient was reported to be well.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of height products coated on the same day and under the same conditions as the complaint device indicated values well within product specification. One retention sample coated on the same period and under the same conditions as the complaint device underwent (B)(4). The test result indicated a value well within product specifications. No conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.